Event description:
Major pump unit(s) involved: external control system failure. Additional text: heartmate ii controller. Specific component(s) involved: external controller malfunction; other component. Malfunction, specify. Additional text: heartmate ii controller. Other component: gogear power module. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; replacement of other component, specify. Other intervention:. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: external control system failure specific compnent(s) involved: external controller malfunction, other component malfunction. Specify